Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis while she was at the hospital not that long ago. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime (dose unknown) daily until (B)(6) 2025. The pd cultures resulted positive for pseudomonas aeruginosa. The patient was discharged on (B)(6) 2025. The patient is continuing with the antibiotic therapy during recovery. The cause of the peritonitis was determined to be the cap falling off the pd catheter some time shortly prior to the hospitalization. No further information was provided.